Event description:
It was reported that the handpiece began overheating at the beginning of an oral surgery. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corroded bearings, which were replaced along with the nose cone, bearing stop, and other components. Service did a clean, lube, and adjustment to the device, and it was repaired and returned to the customer.